Event description:
During stent deployment the stent balloon ruptured causing a dissection. The report received from the cordis clinical study in another country, indicated that the stenting procedure was an elective case in the setting of stable angina pectoris. The pt had been diagnosed with one vessel disease; during the index procedure, the target lesion was the left anterior descending (lad). The lesion was 5mm long with a 3.5mm reference vessel diameter and 80% stenosis. The de novo, ostial lesion was type b2, heavily calcified and eccentric. During the index procedure, the short proximal lesion was predilated with a cutting balloon, during stent deployment the balloon ruptured causing a type c dissection distal to the stent. The stent was deployed to 14 atmospheres (atms) followed by post dilation to 22 atms. The dissection was treated by a second stent implanted overlapping the first stent. The procedure was completed without further complications, the event was resolved without sequel and the pt was discharge the next day.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.